Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that since implant of their implantable neurostimulator (ins), the therapy was not working for the patient (¿having symptoms¿) as they were still getting up a few times at night. It was noted that the patient had left their programmer at their winter home in (B)(6) so they could not make any adjustments to the therapy. They requested to meet with a manufacturer¿s representative for the issue. Additional information was received from the patient, they reported they had their battery put in on (B)(6) 2018 and it had not worked at all. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.